Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during dwell 2/8 of her automated peritoneal dialysis therapy. Reportedly, the home patient's spouse noted fluid on the floor but was unable to identify which supply line the fluid had leaked from. Baxter's technical service center assisted the home patient's spouse in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.